Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the customer stated that they had been getting sporadic questionable patient results over the prior two weeks on the cobas 4000 c (311) stand alone system - c311. The customer provided data for two patient samples that had questionable low results for multiple assays. Of the two samples, one had an erroneous result for crep2 creatinine plus ver.2 (crep) that was reported outside of the laboratory. The sample initially resulted as 0.01 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting as 2.67 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The crep reagent lot number was 20313801, with an expiration date of 08/31/2017. The field service engineer determined that the sample probe holder was broken. He replaced the part. He ran precision studies.